Event description:
It was reported that suture placement was attempted in the mildly calcified right common femoral artery with two proglide devices using the preclose technique prior to a percutaneous endovascular aneurysm repair (pevar) procedure. The arteriotomy was 4f. Reportedly, the sutures of the two proglide devices did not come out of the device when the plunger was retracted. The proglide devices were removed and the sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to a 10f and the pevar procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. In addition, hemostasis was achieved in the left common femoral artery. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mild calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Device code 2017: failure to follow steps/instructions- it was reported a 4f sheath were used during the preclose technique. Per the instructions for use - smc (suture mediated closure) device placement 5f-8f sheath, including optional pre-close. The other proglide device referenced is filed under a separate medwatch MFR number. Evaluation summary: the device was returned for analysis. The reported suture retrieval issue was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.